Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was found broken. The following information was provided by the initial reporter: one needle is broken.

Manufacturer narrative:
H6: investigation summary: two photos and one actual sample were received by our quality team for evaluation. From the photo, the team was able to observe an extra component in the one needle packaging. From returned sample, two needles were observed in one unit packaging. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The primary packaging process was reviewed. At the needle feeder track, the needle product without a shield is filtered and drops to the container tray as the holding of the product is via the shield. However, there may be circumstances where the product is closely ¿sandwiched¿ by the other needle product in feeder track due to the high track vibration pushing the part forward and eventually loading into the blister pocket. When there is an extra part, it will not be seated properly in the pocket. There is a filling monitor to check for product out of pocket. If the product is out of pocket, there will be an alarm and the machine will stop, the production technician is to check and clear the alarm and part. The production technician may have checked and cleared the alarm but have failed to notice and the remove the extra part. For the broken needle, the primary packaging process was reviewed. The probable root cause could be when the unit packaging with the extra needle passed through the crosscut station, the cannula protruding out is cut by the cutter.

Event description:
It was reported that the bd precisionglide¿ needle was found broken. The following information was provided by the initial reporter: "one [needle] is broken.